Event description:
It was reported that the procedure was to treat a pt with mi, hyperlipidemia, lvef 50%, ID rca 90% stenosis, type c lesion. The lesion was pre-dilated and upon advancement of the stent, there was difficulty crossing the proximal tortuous vessel. The stent delivery system (sds) was withdrawn from the pt and it was noted that the stent had dislodged and remained in the pt. The pt was sent to CABG surgery to remove the dislodged stent. The stent was successfully removed. Reportedly, the pt is doing well.